Event description:
It was reported that the device had a power on reset. The device was reprogrammed and remains in use. No patient complications havebeen reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the device had a power on reset. The device was reprogrammed and remains in use. No patient complications havebeen reported as a result of this event.

Manufacturer narrative:
Product event summary: product performance data was obtained, reviewed, and the device was reset due to a dclk edges/wdto status, likely due to a flipped bit. Device was restored to programming parameter via the eeprom. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.